Event description:
I began using clear care contact lens solution about one week ago because of questions about renu, which I had been using. The bottle says "do not use a flat lens case. Clear care only works with the special lens case provided." After using the enclosed case, I accidentally used my previous flat lens case and put the contact lenses in it the evening. The next morning I went to put the lens in my eye and felt searing pain. I also felt a bump in my eye, which I assumed was the contact lens. My ophthalmologist told me to go to the emergency room, which I did, followed by a trip to the ophthalmologist. The bump that I felt was not my crumpled up contact lens; it was the swelling of my cornea as a result of contact with the solution. The ophthalmologist said that I had a serious reaction to the solution. The instructions are highly misleading. While the bottle does say that clear care does not work with flat lens cases, the implication is that the benefits (or the full benefits) are not obtained unless their enclosed lens case is used. There is nothing on the bottle to indicate that if the wrong lens case is used, you will suffer adverse medical consequences.